Event description:
It was reported that three days post system implant, this left ventricular (lv) lead exhibited migration forward towards the apex, causing intermittent atrial oversensing with left ventricular (lv) pacing inhibition. It was noted the patient experienced stimulation in many vectors. Technical services (ts) suggested programming options to mitigate. No adverse patient effects were reported. The device remains in service.